Event description:
It was reported that the patient experienced fever, chills and possible pneumonia. It was further reported that a highly mobile mass was attached to the right ventricular (rv) lead in the right atrium. The ipg system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.